Event description:
It was reported that bd inv---b2b -needle 22x1-1/4 eclipse had a safety mechanism failure. It was reported that while attending to a consumer complaint on (B)(6) 2026, the clerk responsible for administering the medication reported that, at the time of the procedure, it was identified that the needle was stuck in the syringe's safety system, making it impossible to use the product properly. This was discovered at the time of application, before the procedure was completed on the client. To support the analysis of the reported deviation, a video was made available, in which it is possible to observe the device not working as expected. Lots: 2334832 and 4334652. As for the impact on the patient, there was only material damage, and it was necessary to contact the logistics operator to replace another unit of the medicine. Confirm which of the batches is related to the reported event? Claimed lots: 2334832 and 4334652. Is a sample available? No. Additional information received on 04 may 2026. We have received only one complaint so far; the two batches in question were used in the production sequence for the finished product batch in question. It is not possible to trace which specific supplier batch was the source of the nonconformity.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.